Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified in the right superficial femoral artery (sfa). A 7.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation shortly before nominal pressure for 15 seconds, the balloon ruptured. Even when it was removed from the body and expanded, no pressure was generated, and a pinhole-like spot at the tip could be visually confirmed. Although there was calcification in the lesion, there was no snagging or other effect on balloon insertion. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).